Event description:
It was reported that the customer's insulin pump has cracks at the reservoir compartment. Customer's blood glucose level at the time 224mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with cracked display window, broken reservoir tube lip and cracked reservoir tube.